Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9831 apollo batch 15175795 was returned for investigation. Visual evaluation noted that the electrode was bent, and the connector was detached. Functional testing was not performed due to the damaged of the device. Per dfu-0242-eo: 3. Premature tip wear may be caused by vigorous use against bony surfaces. The most likely cause for the reported failure can be attributed to a design issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/07/2024, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-9831 apollo ablator electrode came off when in use. This occurred during use in a case with no patient effect. This case was completed by new product of same catalog number.